Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the reported issue was not reproduced by olympus. Therefore, the root cause could not be identified. This supplemental report includes additional details added to b5 and d10. Olympus will continue to monitor field performance for this device.

Event description:
Although it was reported that the patient was under conscious anesthesia when the event occurred, it was confirmed that there was no impact to the patient.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were not confirmed. There was minor dust inside the unit need to clean. The device evaluation found the equipment was working fine as per olympus standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer (on behalf of the customer) reported to olympus, that the front panel functions of video system center were not working and there was no image appeared on the monitor when scope connected. The issue was found during preparation for use for diagnostic gastroscopy. The intended procedure was cancelled. There were no reports of patient harm.